Event description:
It was reported that the housing on the unit heated up and caused a level two burn on the pt's skin. It was further reported that the procedure was delayed 15 minutes.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.